Event description:
The customer received a control result of 29mg/dl on his breeze2 meter. The normal control range was 97-132mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer